Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill error.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill error. Therapy was continued using a spare device. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse was able to reproduce the issue and noted the iabp failed k6, k6a, k7 & k8 tests. The fse replaced the defective drive manifold and 5000 hr maintenance kit. After replacing the defective parts the iabp passed all functional and safety tests. The fse also informed the customer the unit was missing a doppler and the ECG port was damaged although functional. The unit was returned to the customer for use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.